Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead retracted on its own while attempting to maneuver the rv lead to the implant site. The rv lead was explanted and replaced. The patient was stable.